Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an abdominal surgery to repair a large ventral hernia on (B)(6) 2007 and had a multilayer fascial release and bilateral fasciocutaneous flap reconstruction of a ventral hernia of the abdomen, by dr (B)(6) at (B)(6).  He  had a  skin graft and ostomy takedown. Vicryl sutures were utilized to repair the enterotomy inner layer. The patient had following a gunshot wound approximately 6 years prior to this surgery. At the time of the gunshot wound, he had injuries to his transverse colon, aorta and inferior vena cava.  He had  mesh placement. It was reported that following the surgery the patient experienced persistent fistula, chronic pancreatitis with recurrent stones, hernia of the abdominal cavity, abdominal abscesses, chronic abd pain and unexplained weight loss. No additional information was provided.